Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the surgery for the neck of metacarpal bone. During the surgery, when inserting the locking screw into the most distal screw hole of the plate, the screw continued to slip. The locking screw head was broken. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant medical products: unk - screwdrivers(part# unknown, lot# unknown, qty unknown). This complaint involves three (3) devices. This report is for one (1)1.5mm ti val metacarpal neck plate. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.